Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of and treatment for the event were not reported. The patient presented to the emergency room and was hospitalized for the event. At the time of this report, the patient was recovering from the event. Five days after event onset, pd therapy was discontinued, the pd catheter was removed and the patient was changed to hemodialysis. No additional information is available as the reporter declined follow up.